Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had a history of low impedance on the ventricular lead and the impedance has been low for quite some time. It was also reported there was a question as to whether the lead impedance was normal. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the ventricular lead continues to have low impedance.

Event description:
It was reported that the patient had a history of low impedance on the ventricular lead and the impedance has been low for quite some time. The lead remains in use. No patient complications have been reported as a result of this event.